Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was reported with pump error 38 and 43, vibrating, new batteries were not accepted, blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and customer had been advised to replace the insulin pump. Customer will discontinue to use the product. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The pump powered up after battery installation. No blank display or vibrate alert noted. The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Successfully downloaded the trace and history files using thus. The pump then alarmed critical pump error 40 during the testing period. A review of the pump history file reveals on (B)(6) 2023 the following alarms occurred: nine (9) pump error 43 (linenumber 681 filenumber 121) alarms (16:30, 17:22, 17:23, 17:24, 17:36, 17:44, 17:45, 17:46, and 19:03). Three (3) pump error 38 (linenumber 629 filenumber 121) alarms (17:20, 17:21, and 21:45). Seven (7) pump error 130 (linenumber 531 filenumber 121) alarms (16:21, 16:22, 17:05, 2x 17:06, 17:12, and 17:36). Ten (10) pump error 63 (linenumber 399 filenumber 32143) alarms (2x 21:46, 2x 21:48, 2x 21:49, 21:50, 21:51, and 2x 22:44). Five (5) pump error 3 (linenumber 2803 filenumber 2002) alarms (21:46, 21:48, 21:49, 21:51, and 22:44). One (1) pump error 53 (linenumber 3901 filenumber 32112) alarm (17:45) . One (1) pump error 2 (linenumber 1317 filenumber 51) alarm (17:45). The pump was malfunctioning due to the strong magnetic field and the following alarms were generated: pe130, pe43, pe38, pe53, pe63, pe2, pe3. No pe40 records were found in history/traces however, the pump alarmed pump error during the testing. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Blank display (unexpected battery power loss), pump vibrate alert, and battery failed alarm complaints are not confirmed. Pe130, pe43, pe38, pe53, pe63, pe2, pe3 are confirmed due to a strong magnetic field exposure. Pump error 40 alarm and moisture exposure exposure are also confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.